Manufacturer narrative:
The reported events of over-sensing, and pacing problem were not confirmed. The device was received with cautery marks on the can. The device reached elective replacement indicator (eri) level during the analysis. Electrical and mechanical analysis performed indicated normal functionality. Sensitivity test performed at most sensitive settings found normal results, and output signal verification measured all pacing parameters within normal range. Additionally, visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information received notes that the patient was stable throughout.

Event description:
It was reported that a patient presented with over-sensing resulting in inappropriate automatic mode switch. This was alleged to be due to insulation breach on the right atrial competitor lead. No intervention was reported, and the patient was stable throughout.

Event description:
New information received notes that the device was explanted on (B)(6) 2024. The patient was stable throughout.